Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 414 mg/dl at the time of incident. The customer¿s other blood glucose value was 329 mg/dl. Customer stated that insulin pump had no delivery alarm. The issue was resolved by changing infusion set. The cannula of infusion set was bent. The insulin pump will not be returned for analysis.